Manufacturer narrative:
The following other device was also listed in this report: titanium revision acetabular; cat# 509-02-60f; lot# mllx8a. Modular dual mobility insert; cat# 626-00-46f; lot# 41393904. Delta v-40 ceramic head 28/-4; cat# 6570-0-028; lot# 38968001. Proximal fem comp std; cat# 6495-1-001; lot# s9yss. Gap plate screws; cat# 2080-0040; lot# mjdj97. Gap plate screws; cat# 2080-0035; lot# mjd9ln. Gap plate screws; cat# 2080-0015; lot# mlp35m. Gap plate screw; cat# 2080-0015; lot# mlmkvt. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
Procedure: patient underwent revision surgery in (B)(6) 2013 for infection following primary total hip replacement. Patient had a re-infection of the same joint and underwent another revision surgery (B)(6) 2016.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot and sterile lot provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Procedure: patient underwent revision surgery in (B)(6) 2013 for infection following primary total hip replacement. Patient had a re-infection of the same joint and underwent another revision surgery (B)(6) 2016.